Event description:
It was reported that the patient's primary system controller had a replace internal battery alarm with their new backup battery. The backup battery was replaced and the alarm resolved.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.